Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator began messaging "device failure". The screen was noted to freeze and the device was reported to be non-functional, resulting in a loss of ventilation. After restarting, the ventilator went through two cycles and then the message re-appeared. The patient was bagged and then transferred to an alternate ventilator. There was no harm to the patient as a result of the event. The logs were reported to have the following error: "device alert-unable to determine status of breath delivery" during the time of the event. The ventilator was reported to be pending testing within the customer facility.